Event description:
In 2001 pt had left parietal meningioma. Approximately 2 weeks later pt experienced seizures and status epililpticus. Pt was re-hospitalized, intubated, and received anticonvulsant medications. Pt was hospitalized for 1 month and now doing much better with resolution of parietal edema as demonstrated by MRI.